Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the device was not returned. The investigation was unable to determine a conclusive cause for the reported patient effects. The job traveler for the reported lot revealed no nonconforming reports (ncr) indicating all units passed quality assurance (qa) verification. The reported patient effects of stenosis and claudication are known potential patient effects as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling of the device. The other supera stents are filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a peripheral artery procedure to treat a chronic total occlusion in the mid superficial femoral artery to the proximal popliteal artery. Three supera stents (4.5 x 40 mm, 4.5 x 100 mm and a 4.5 x 120 mm) were implanted at the target lesion. On (B)(6) 2015, the patient underwent diagnostic angiography after experiencing claudication in the leg and a drop in the ankle/brachial index [abi] pressures. In-stent restenosis was noted in all three stents. No intervention has been performed at this time. On an unspecified future date the patient may undergo angioplasty using a drug-coated balloon or possibly a femoral-popliteal artery bypass. No additional information has been provided.